Event description:
It was reported that this inflatable penile prosthesis (ipp) did not inflate properly. As a result, the pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100435073. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).